Manufacturer narrative:
Service was not dispatched. The customer did not provide patient data, the values in patient data table were obtained from archive data file. The cause of the event cannot be determined with the information available. There is no indication that accutni+3 reagent was returned for evaluation.

Event description:
The customer reported obtaining non-reproducible troponin I (accutni+3) results for one patient involving the unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer stated that the initial results of 0.04 ng/ml and above are reflex repeated, and noted that the initial results did not match the reflex results. The samples recovered discordant results when the samples were re-aliquotted and were rerun on the instrument in question. Rerun on an alternate instrument recovered lower result. Please refer to the patient data table attached. The results were not reported outside of the laboratory and there was no report of change to patient treatment in connection with this event. The samples were collected in 13mm x 100mm lithium heparin tubes and were centrifuged at room temperature for six (6) minutes and at five thousands (5000) rotations per minute (rpm). The customer noted no issues with samples quality. All system parameters including quality control, calibration, system check and precision run were within assay and instrument specifications.